Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed lead migration of the left supra-orbital lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the left supra-orbital lead was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.